Event description:
The physician attempted to deploy an endeavor sprint 2.25 x24 mm rx drug eluting stent. It was reported that the stent could not cross the lesion. The structure of the stent was reported to be damaged. No patient complications were reported.

Manufacturer narrative:
Evaluation results: (insufficient information to confirm the complaint). Inherent risk of procedure (failure to deliver stent and stent deformation). No results available since no evaluation was performed. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Unable to confirm complaint (device not returned). (Insufficient information to confirm the complaint). (B)(4).